Event description:
The pt reportedly experiences shocking sensation when standing in front of her microwave. No sound quality issue reported. The surgeon recommends device revision. Surgery has been scheduled.